Event description:
It was reported, cord broken/wires exposed at base of the probe. No other information was provided.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The date of event was not provided by the complainant/reporter, the date reflected in this report is the date bd became aware of the event. The device was returned to the service facility for evaluation. During evaluation, the reported issue of cord broken/wires exposed at base of the probe is confirmed; the probe¿s cable sleeve is splitting at the base of the probe. The root cause is unknown at this time.